Manufacturer narrative:
B5: the device also contained citrate buffer and sodium chloride 0.9%. H4: the lot was manufactured between november 27, 2023 and november 29, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor undeinfused during patient infusion. After the expected therapy time was completed, it was observed that the device had 40-50ml residual volume that had not been delivered to the patient. The device contained piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.